Manufacturer narrative:
There was no button error alarm. The unit had an intermittent button response due to a corroded keypad. The unit had a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, a scratched reservoir tube window, a cracked reservoir tube, and a stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a button error alarm and that the insulin pump was exposed to moisture. The customer's blood glucose level was 204 mg/dl. The device was replaced and returned.